Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 270 mg/dl and the sensor glucose was 79.2 mg/deal at the time of the incident. The customer¿s mother reported that the sensor was suspended despite blood glucose of 180 mg/dl it was 270 mg/dl. The customer¿s mother stated that the sensor glucose is currently 97.2 mg/dl blood glucose is currently 133.2 mg/dl. The sensor will not be returned for analysis.